Event description:
It was reported that during bevar procedure, two advanta v12 stents were inserted in femoral artery with a steerable sheath and the stents could not advance through a bend into the branches, even after pushing it. When the stents were pulled back, kinking of the shaft was noted. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 and d10. E1: event site city- (B)(6). D10: concomitant medical products- 4 branch bevar artivion stentgraft, rosen wire 0.035, 10 fr. Fustar sheath, jotec e-xtra design multibranch stent graft system. D1: serial number for the second stent involved- (B)(6) and UDI- (B)(4). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional section: h6 related MDR: 3011175548-2026-0000002 the customer reported that the 10mm x 59mm x 80cm advanta v12 stent delivery system became stuck in the introducer sheath during advancement through the introducer sheath. Information provided stated that both 10mm x 59mm x 80cm were unstable. The shaft of both items twisted when pushing forward, so they were unable to be implanted. The introducer sheath was a 10fr steerable fustar sheath and the endograft used in this case was a jotec e-xtra design multibranch stent graft system. The v12 stents were inserted in femoral artery with a steerable fustar sheath, 10 fr. And by pushing very hardly the stents couldn't forwarded and couldn't pass the bend/ curve into the branches. It was not possible to place the 10x59 stents into the branches. By pulling the stents back the kinking of the shaft was noticed, so that they couldn't be used again. The 9 mm v12 passed the bending without problems very smoothly and were placed into the branches. The devices in question were not returned and no images from the procedure were provided of either device showing the catheter damage. In this regard the complaint cannot be confirmed. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A review of the device history records was conducted to determine if there were any anomalies during the manufacturing of the product. A recurring lot number query was conducted and there have been no other complaints associated with this lot of stent delivery systems (l/n 523503) other than the other complaint associated with this clinical procedure. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify complaints related to catheter cannot be delivered, none were confirmed to be related to a device malfunction. The hazard/ harm combination is properly covered within the risk-based documents and the instructions are clear on the usage, precautions and warnings regarding the inability to advance the catheter through the sheath and to not force passage. The occurrence rate was exceeded and therefore a corrective action request was initiated to address the occurrence escalation. There was also a 3 standard deviation excursion related to this hazard/harm combination for both the advanta v12 trending and advanta v12 and icast combined. The corrective action request number related to these excursions is cr #(B)(4). Based on the details of the complaint it¿s not clear as to why the 10mm x 59mm advanta v12 became stuck in the sheath, however it is possible that the arteries being treated where at an acute angle kinking the sheath and or the steerable sheath creating a radius that is too tight of a radius. Based on the details provided the root cause is likely associated with the operational context of the procedure.

Event description:
N/a

Manufacturer narrative:
Corrected field: h6- type of investigation. The customer reported that during a bevar 4-branch procedure, two 10mm x 59mm x 80cm advanta v12 stent delivery systems became was unstable and twisted/bent over when pushing forward through a 10fr steerable fuster sheath. Upon removal of the delivery systems, it was noticed that the catheter shafts were kinked, so were unable to be implanted. During follow-up communication with the physician, it was noted that there was no resistance moving through the straight part of the sheath, but the stents could not pass through the bend/curve into the inner branches of the custom jotec e-xtra design multibranch stent graft system. The intended targets were the celiac trunk, superior mesenteric artery, and both renal arteries. The physical also used 9mm advanta v12 stents during the procedure, with which there was no issue with passage. The patient did not experience any complications as a result of this incident. The devices in question were not returned to getinge for evaluation, as they were discarded by the customer in the operating room. Further, no images of the devices were provided; therefore, we cannot confirm the type and extent of damage to the devices. The physician has indicated that there are images available from the procedure but cannot provide them due to data protection. The sales team in germany has made several attempts to view the images that were stated to be available and unfortunately the physician has responded and stated that after a lengthy search in their biplanar system's archive, they have not been able to find the x-ray images showing that the two 10 mm stents could not be advanced through the 10 f fustar sheath into the sma. They were no longer located in the archive. Both 10mm devices were from the same lot number (523503). A review of the device history records for the lot was conducted to determine if there were any anomalies during the manufacturing of the product. No nonconformities or anomalies were observed. It was confirmed that the key equipment used in the manufacture was properly set up, in calibration, including passing the calibration subsequent to the lot build. Data from lot qualification testing was also reviewed, which confirmed that an aql sampling of 13 samples were able to successfully pass through the labeled introducer sheath without issue. Incoming inspection data for the stents met all acceptance criteria. No significant design, material, procedural or process changes around the time of device manufacture have been identified. There is no evidence to conclude this production lot of devices were manufactured improperly or that a manufacturing defect contributed to the complaints. A query was also conducted to determine if there have been any other complaints associated with this lot number, and there have been none. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A 3-year complaint history review did identify a total of 8 complaints (including the two subject incidents) where the catheter was unable to be delivered to the intended target; however, none were confirmed to be related to a device malfunction. Of note, 5 of the 8 complaints occurred in germany, 4 of which were involving the same physician from the subject case. Likely this is a result of the complex cases being treated by this physician, including branched and fenestrated endovascular aneurysm repair, which is outside of the approved indications for advanta v12. In absence of any indication of manufacturing defect through the DHR review and historical reviews performed, and given the complex nature of the procedure and the associated anatomy and concomitant products involved, which could not be replicated in an in vitro setting, a contemporaneous sample was not evaluated, as it would likely not provide further insight to this investigation. Based on the available information, the most likely cause of the complaints is related to the complexity of the associated procedure. It is possible that the arteries being treated were at an acute angle, kinking the sheaths and creating too tight of a radius for the 10mm stents to pass through. The advanta v12 instructions for use and product label specify the use of a 7fr introducer sheath. It is not clear as to why a 10fr introducer sheath was used during the procedure, but presumably it was due to the anticipation of tortuous anatomy.

Event description:
N/a.